Manufacturer narrative:
(B)(4). A photograph was provided for evaluation. Visual inspection of the photograph revealed a carton of products with holes in the packaging. The quantity of products with damaged packaging could not be determined from the photograph. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the packaging of an unspecified number of y-type tur/bladder irrigation sets was damaged. This was identified prior to patient use. There was no patient involvement. No additional information is available.